Event description:
It was reported that pump showed malfunction alarm code 0 with a related fault message, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who guided pump reset, assisted with changing cartridge and rejoining cgm session, confirmed pump function returned to normal, advised continued use, and instructed customer to call back if any malfunction or error occurred again.